Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. A day after the event onset, the patient was treated with vancomycin injection (1gm, every 3rd day, ongoing) and meropenem injection (1gm, per day, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. A day after the event onset, the patient was treated with vancomycin injection (1gm, every 3rd day, ongoing) and meropenem injection (1gm, per day, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.